Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer (fae), as of 23-jun-2022, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization for an unknown duration. A chest tube was placed to resolve the pneumothorax. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization for an unknown duration of time. A chest tube was placed to resolve the pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.